Manufacturer narrative:
The electrode will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous electrode developed an (B)(6) infection at the xiphoid incision site. The site was cleaned and the suture sleeve was replaced, which initially improved the infection; consequently, several weeks later the infection has worsened. A revision was performed and the electrode was removed. It was noted that there was some tissue reaction in the xiphoid wound and the section where the electrode is tunneled to the left of the chest, possibly indicating an allergic reaction; however, this is not confirmed. Additional antibiotic treatment was applied to the xiphoid and pocket wound. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted but deactivated as the device pocket was clean and there were no signs of infection. The physician will wait a few weeks for the wound to heal before re-evaluating the patient to implant another electrode. No additional adverse patient effects were reported.